Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had compromised force sensor system alarm. Customer reported that while customer was trying to fill tubing, insulin moves in the tube and exits but the insulin pump was not counting the units as usual. Customer confirmed that she held act button but did not receive numbers or second series of beeps. Customer reported that the battery compartment had a crack on it. The customer reported that the insulin was not exposed to magnetic field. The customer stated that they were unsure if drive support cap was intact. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.